Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 800 mcg/day) via an implanted pump. It was reported that sometime after implant on (B)(6) 2020 the patient had redness and swelling at the pump pocket site in the right abdomen. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken in for exploration of the pump system on (B)(6) 2020. A hematoma was found and evacuated. The catheter was aspirated successfully getting 2 cc of clear fluid and the pump was aspirated to verify volume. The issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.